Event description:
It was reported that the patient was having difficulty charging ipg and it becomes warm during charging. It was also stated that the patient was having discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively with great coverage. Explanted ipg was discarded.